Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result occurred on a single patient sample. Quality control results were acceptable at the time of the event. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as contributing to the event. The investigation found no evidence to indicate that the vitros tsh reagent or the vitros eciq system did not operate as intended.

Event description:
The customer observed a non-reproducible, positively biased vitros tsh result for a single patient sample processed on a sample on a vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tsh result was identified and was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).